Event description:
It was reported that the patient had adaptivestim and something felt different. Something was prickling her and she didn¿t like how that felt. It was asked if pulse width settings could affect how stimulation sensation felt; it was reviewed this was possible. The patient reported this feeling started ¿just recently.¿ the patient stated she was good at changing settings so she might try adjusting it and she could always go back to the original settings if needed. It was also noted that for the time she had spinal cord stimulation (scs) she would have moments out of nowhere when stimulation would be so strong, and one time it happened to her it literally almost knocked her down, and it went from hardly on to full force and almost knocked her off her feet. The patient had read that it was common if you got around too much emi. It was noted when this happened now she would lower it and moves around and it would stop. It was reviewed that strong sources of emi could cause momentary increase in stimulation sensation. The patient had been to the healthcare provider¿s office and they just ¿re-did stuff.¿ the patient stated she was sure it was caused by emi because her husband was a gadget person and they had a lot of that stuff. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing a shocking or jolting sensation, and had been shocked by the implantable neurostimulator (ins) a few times since implant. It was momentary when it happened, and she noticed it happened when she was walking down the street, around the house, or someone else's house. Compatibility guidelines were requested for multiple procedures and equipment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product idl 37746, serial#(B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).